Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. It was also reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0hh5u, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that when the patient sat and moved on the couch their implantable neurostimulator (ins) moved. The patient then tried to reposition it back and as a result they did not feel the stimulation. The patient was then able to synchronize the programmer unit with the ins where it showed that they were on program 2 at 3.20 and that the stimulation was off. The patient was able to feel the stimulation once the therapy was turned back on. The patient stated that the stimulation was the same as before, in their back and bottom. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.